Event description:
The patient was implanted with the ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately five and a half (5.5) years post initial procedure, during a routine follow up, a computed tomography (CT) scan showed there were type 2 endoleak, type 1a endoleak, type 1b endoleak from the right limb with sac expansion and bilateral common iliac artery sac expansion with endoleak. The patient is asymptomatic and currently being monitored while an intervention is being discussed. Additional information: on (B)(6) 2025 the patient was brought back for reintervention and was found to have type 2 (non-device related) endoleaks for which the physician elected to perform coil embolization of the ilio-lumbars, then lasered fenestrated through the iliac limb and covered the fenestration with an ovation ix iliac limb. The physician then extended to hypogastric artery on left side for more coverage. There were no type 1b endoleaks; rather, there was only bird-beaking of the distal limb. The event was successfully resolved. The final patient status was reported as stable and was discharged the following day.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak is unconfirmed. The type 2 (non-device related) endoleak of the lumbar arteries is confirmed. The type 2 endoleak is anatomy related. The type ib endoleak of the right common iliac artery and the left common iliac artery and aneurysm enlargement of 20.2 mm are confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaints could not be determined. Procedure related harms could not be determined. The clinical assessment also determined coiling in the proximal seal zone occurred, at a date unknown, that was not in the event as reported. The coiling was discovered during a review of the CT scan dated 09/02/2025. The aortic neck and iliac arteries were significantly calcified, which may have contributed to the reported events, however this could not conclusively be determined (cautionary product use). The readmission 02/06/2020 for a pseudoaneurysm in the left common femoral artery with hematoma evacuation and blood loss was not a deficiency in the endologix graft, rather a result of the closure process. The CT scan from 02/04/2020 was suboptimal, without visualization of the proximal stent so it was not possible to determine if the coiling was present at that time. The final patient status was reported as stable and was discharged the following day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to ae has been updated. B5: describe event or problem has been updated. B6: relevant tests and lab data has been updated. E1: physician first and last name have been updated. E1: hospital name, address and phone have been updated. G3: awareness date has been updated. H6: medical device problem codes: remove code 4065. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately five and a half (5.5) years post initial procedure, during a routine follow up, a computed tomography (CT) scan showed there were type 2 endoleak, type 1a endoleak, type 1b endoleak from the right limb with sac expansion and bilateral common iliac artery sac expansion with endoleak. The patient is asymptomatic and currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records have been received for evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis. H3 other text: device remains implanted.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak is unconfirmed. The type 2 (non-device related) endoleak of the lumbar arteries is confirmed. The type 2 endoleak is anatomy related. The type ib endoleak of the right common iliac artery and the left common iliac artery and aneurysm enlargement of 20.2 mm are confirmed. This is moderately consistent with the reported adverse event/incident. The clinical assessment also determined coiling in the proximal seal zone occurred, at a date unknown, that was not in the event as reported. The coiling was discovered during a review of the CT scan dated (B)(6) 2025. The aortic neck and iliac arteries were significantly calcified, which may have contributed to the reported events, however this could not conclusively be determined (cautionary product use). The readmission (B)(6) 2020 for a pseudoaneurysm in the left common femoral artery with hematoma evacuation and blood loss was not a deficiency in the endologix graft, rather a result of the closure process. The CT scan from (B)(6) 2020 was suboptimal, without visualization of the proximal stent so it was not possible to determine if the coiling was present at that time. An additional clinical assessment also determined that it was not possible to identify when the coiling was done as it was not in the operative notes for the index procedure. The only CT scan prior to the event on (B)(6) 2025 is suboptimal and the proximal portion of the stent was not visible. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as stable and was discharged the following day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: awareness date has been updated. H10/h11: additional manufacturer narrative/corrected data has been updated.